Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 137 mg/dl. Customer states insulin was continues to drip after motor stops during the manual prime process. Customer states the rewind message occurred after an alarm. Customer states they are stuck in rewind complete or bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.